Manufacturer narrative:
This report is submitted on june 07, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site which leads to abscess and pus (date not reported). Subsequently, the patient was treated with oral steroid, IV steroid and antibiotics (date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 06, 2024 was filed inadvertently. No infection (abscess and pus), administration of IV antibiotics and steroid or serious injury has occurred.